Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump monitored for several days and no blank display noted. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected failed battery alarm anomalies noted. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected weak signal alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer did not mention blood glucose at the time of incident. Troubleshooting was performed. Customer mentioned failed battery test and weak signal alarm also. Customer did not mention the cause of the blank display. The customer inserted new battery but the issue reoccurred. The insulin pump will be returned for analysis.